Manufacturer narrative:
On 04feb2020, an email was received from the patient (pt) with a doctor¿s note: doctor¿s note (dated (B)(6) 2020): pt¿s presents right eye cataract upon corneal ulcer. Pt has low visual acuity on both eyes. Multiple attempts were made to contact the pt for additional medical information. No further information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
One lens case was received containing 1 opened lens for lot#: b00q351. The parameters of the lenses were measured, and a visual inspection was performed. The visual inspection revealed a surface tear on the opened lens. The lens met company standards for power, base curve, center thickness, and diameter. If any further relevant information is received, a supplemental report will be filed. Section h - 6: code 10 - testing of actual/suspected device.

Manufacturer narrative:
(B)(4). Initial reporter¿s telephone number: (B)(6).

Event description:
On (B)(6) 2019 a patient¿s (pt) family member called to report a diagnosis of od corneal ulcer while wearing acuvue® oasys® brand contact lenses. The pt reported the symptoms of irritation and pain beginning on (B)(6) 2019. The pt presented to an urgent care on (B)(6) 2019 and was prescribed vigamox every 2 hours for 24 hours. On (B)(6) 2019 the pt presented to an eye care provider (ecp) who diagnosed the pt with od corneal ulcer. The pt was prescribed celebrex 2 mg po every 12 hours and advised to continue the vigamox every 3 hours, hylogel 1 drop every 3 hours. The family member reported the pt has a visit with the ecp today and the od is showing little improvement. The pt reports daily lens wear with a monthly replacement schedule and used renu or opti free to clean the lenses. On 29oct2019 the family member provided additional information. (B)(6) 2019 ecp follow-up: pt was prescribed an oral antibiotic (name was unknown) for 7 days and continue vigamox 1 drop every 3 hours until the return visit on (B)(6) 2019. The pt was advised the ocular discharge is responding to the medication. Pt has a 2nd opinion consult with an ecp scheduled for (B)(6) 2019. On 06nov2019 additional information was received from the pts family member: the pt has an appointment with the primary ecp on (B)(6) 2019 and a consult on tuesday. No additional information was provided. On 12nov2019 additional information was provided: the family member provided a prescription dates (B)(6) 2019 for vancomycin 1 drop every 6 hours. The family member reported the pt will have to have a ¿lamellar transplant¿, but the pt will need to finish the treatment of the ulcer. The pt is doing well with the treatment. Multiple calls were placed to the pts treating ecp and additional medical information was requested, but no additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00q351 was produced under normal conditions. The suspect od was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.